Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the defibrillation conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the defibrillation conductor had blood/body fluid (not obstructed), the outer insulation was torn, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the rv exposed defibrillation conductor slightly distorted at 58cm passed through the introducer without issue.

Event description:
It was reported that during an implant attempt, the lead was attempted but not used due to possible lead damage as the patient's subclavian presented with a hard curve. The threshold and impedance on the lead was high at each placement with unstable r-wave detection. Another lead was implanted. No patient complications have been reported as a result of this event.